Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they did not received request to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer will discontinue to use the device.

Manufacturer narrative:
The insulin pump passed the selftest. Insulin pump alarmed pump error 37 during rewind on (B)(6) 2022 at 14:23:31.000. Unable to perform displacement test due to pump error 37. Successfully downloaded history files and traces using thus. No pump error 3 alarms during testing. Insulin pump error 3 was present in the history download on event date of (B)(6) 2022 at 14:14:19.000. File number=(B)(4), line number=(B)(4). Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and motor. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay. Insulin pump error 3 was confirmed due to hardware anomaly. Insulin pump error 37 confirmed due to moisture on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.